Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(4) 2021 getinge became aware of an issue with prismalix surgical light. As it was stated, the issue with suspension screw occurred and according to the photographic evidence, the paint was peeling. There was no injury reported, however we decided to report the issue based on the potential as malfunction of these particular screws may lead to the detachment of configuration and the paint peeling may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with prismalix surgical light. As it was stated, the issue with suspension screw occurred and according to the photographic evidence, the paint was peeling. There was no injury reported, however we decided to report the issue based on the potential as malfunction of these particular screws may lead to the detachment of configuration and the paint peeling may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as screws should not be damaged and the paint should not peel and it contributed to incident. In the time when the event occurred, the device was not being used for patient treatment. The issue was reviewed by the subject matter experts with the manufacturing site. From their review it comes forward that the failure of the screws is considered related to fatigue stresses due to moderate shear overload. The subject matter experts estimate that initiated at the bottom of the thread, the repeated low mechanical stresses likely caused the breakage of a first screw and the rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program mentions to check the tightening of fixation screws on the suspension tube. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of brand name #b1. This is based on internal evaluation of available data. #b1 previous brand name: prismalix corrected brand name: prismalix 8000 t

Event description:
Manufacturer reference number: (B)(4).